Event description:
Patient was in labor and epidural catheter was inserted to assist with labor. The baby was delivered successfully. At the normal interval, discontinuation of the catheter was attempted. The rn met resistance while attempting to discontinue the catheter and notified the regional anesthesia provider on-call. He attempted to remove the catheter, but met resistance. He then flushed the catheter and again attempted to remove it. At that point, the catheter broke. The tip of the catheter was retained in the patient's l4-l5 region (confirmed by xr and CT). Later that day, the patient was taken to the operating room by neurosurgery for removal of the retained catheter via lumbar incision with fluoroscopy. The team noted the retained catheter to be below the level of the fascia. It was successfully removed (confirmed by xr). Patient was discharged 2 days later following confirmation that physical assessment was within normal limits.